Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1013683 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1013683, test base part number 190-430 / lot: 1013683. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1013683 showed that the complaint rate is (B)(4)%. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination. Reference MFR. Report: 1221359-2021-01291, 1221359-2021-02321, 1221359-2021-02322.

Event description:
The customer reported four unconfirmed false positive results with the ID now covid-19 assay performed with multiple lot numbers. This MFR. Report addresses date four of four. The customer reported an unconfirmed false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Information regarding repeat or confirmation testing was not provided. No additional information, including patient treatment and outcome was provided.

Manufacturer narrative:
Additional data: g3 ref MFR report numbers: 1221359-2021-01291 1221359-2021-02321 1221359-2021-02322.